Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e233001. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Moreover, the lead lumen/outer insulation is damaged or breached. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Furthermore, perforation is a known risk associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude, low impedance, and threshold was 4.0 volts due to lead perforation. In addition, the patient was complaining of pain around the heart. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude, low impedance, and threshold was 4.0 volts due to lead perforation. In addition, the patient was complaining of pain around the heart. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code (B)(6). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Moreover, the lead lumen/outer insulation is damaged or breached. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Furthermore, perforation is a known risk associated with medical procedures involving implanted cardiac leads. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of perforation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude, low impedance, and threshold was 4.0 volts due to lead perforation. In addition, the patient was complaining of pain around the heart. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude, low impedance, and threshold was 4.0 volts due to lead perforation. In addition, the patient was complaining of pain around the heart. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Moreover, the lead lumen/outer insulation is damaged or breached. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Furthermore, perforation is a known risks associated with medical procedures involving implanted cardiac leads.